Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due to loss of capture was observed. Programming changes were made. Patient monitoring will continue.